Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement surgery, a polarcup trial insert nav 22/59 fractured. Patient was not harmed as consequence of this problem. The device used in treatment was not returned for investigation. A visual evaluation was performed on images provided by the complainant, and it showed a fracture on the base of the device and six fragments were separated from the main body of the device. No pieces appear to be missing for the alleged product. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and 1 additional similar complaints for the same product number over the past 12 months with similar failure mode. Review of past corrective actions was performed. Previous investigations demonstrated that the performance of the device is within the risks level that are anticipated in the risk management documentation. As part of the continuous improvement, smith + nephew is working on a design enhancement. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The performed investigation does not lead to an accurately determined cause. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr surgery, a polarcup trial insert nav 22/59 fractured. The procedure was resumed, without any delay, using the same device. Patient was not harmed as consequence of this problem.